Event description:
The stimulation was turning off. The pt was able to charge the stimulator, but unable to turn it on. The pt also needed help with reprogramming. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).